Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A clinical coordinator reported the unit changed settings on its own twice during a cataract procedure. The system was rebooted to complete the case. There was no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The touchscreen was replaced and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2007. Based on qa assessment, the product met specifications at the time of release. The touch screen and a backlight inverter cable were received for evaluation. A visual assessment of the returned touch screen and the backlight inverter cable revealed that the touch screen connector locking tab was broken and the backlight inverter wires were cut off. The returned backlight inverter cable was determined unrelated to the reported event. The returned touch screen was installed onto a calibrated infiniti system. The system was turned on and allowed to boot. The system successfully booted. Various system modes and parameters were randomly activated via the touch screen. The returned touch screen responded properly when activated. Testing was performed approximately 30 minutes. The returned touch screen functioned as intended and no self-activation occurred during test. The returned touch screen functioned as intended. Therefore, the root cause of the reported non-conformity cannot be established. (B)(4).